Manufacturer narrative:
Philips service sent a replacement part to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a footswitch failure occurred during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.